Event description:
Customer reportedly obtained results of 319 mg/dl and 120 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.